Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited fixation difficulty during implant and was subsequently pulled back and dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.